Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately six minutes and 20 seconds of activation, in 30 second intervals in the sfa to popliteal region, the recanalization catheter was removed after the fourth alarm and an alleged core wire fracture was identified. Reportedly, following retrieval of the recanalization catheter, the vessel was successfully crossed; therefore, angioplasty was performed and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was returned. A complete core wire fracture was present 0.3cm from the distal tip. The catheter was examined under microscopic magnification (12.5x) and the outer catheter was punctured at the location of the fracture. The proximal end of the core wire at the location of the fracture was protruding from the outer catheter. The distal end of the catheter was bunched in appearance. Catheter stretching was observed. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: functional testing could not be performed due to the poor sample condition (i.e. Fractured core wire). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a core wire fracture, as a complete fracture in the core wire was found within the catheter. The investigation was confirmed for material puncture, as the core wire was puncturing through the outer catheter. Per the reported event details, the catheter was activated for approximately 6 minutes and 20 seconds before the corewire fractured. The crosser catheter IFU (instructions for use) states "do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator." Activating the catheter for longer than 5 minutes could cause the corewire to fracture. Therefore, the root cause is most likely user related. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately six minutes and 20 seconds of activation, in 30 second intervals in the sfa to popliteal region, the recanalization catheter was removed after the fourth alarm and an alleged core wire fracture was identified. Reportedly, following retrieval of the recanalization catheter, the vessel was successfully crossed; therefore, angioplasty was performed and the procedure was completed. There was no reported patient injury.